Event description:
It was reported to philips that the system would not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not booting up. As part of troubleshooting, the fse analyzed the system logfiles and found errors indicating the software issue. To resolve the issue, the fse reinstalled the software into suite pc, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.